Event description:
It was reported that during da vinci assisted inguinal hernia surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that the monopolar energy stopped working. Prior to calling, the customer tried replacing the monopolar curved scissors (mcs) instrument, energy cord, grounding pad, and power cycled the system, but issue was not resolved. The tse viewed the system logs and found erbe errors c-83 and m-02. Tse had customer perform a hard reboot on the erbe, but the issue persisted. The customer stated that they did not need the erbe for the remainder of the procedure and completed the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without any errors. It worked well until the middle of case. During middle of case, the monopolar port stopped working and erbe gave error. However, the customer did not need the monopolar cautery after that point. So, the procedure was completed robotically using same erbe with no patient harm. Patient demographic was not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The unit was analyzed, but the reported failure (m-02, c-83 errors, no monopolar firing) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. M-02 was in error log. The unit had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition on visual inspection. The complaint was not confirmed based on failure analysis.